Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent atrial pacing in cardiac transplant patients. Pace, october 1997, part I, vol. 20. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding atrial pacing. The article reports one patient whose right atrial (ra) lead dislodged within 24 hours of implantation. The lead could not be repositioned due to a broken screw mechanism. The lead was explanted and replaced. No patient complications have been reported as a result of this event.